Event description:
It was reported that the ilet sleep/wake button intermittently became unresponsive during biking and workouts, and functionality returned after the user restarted the device and cleaned it with a lint-free cloth, with perspiration identified as a likely contributing factor. Symptoms included an unresponsive device interface specific to the sleep/wake function. Outcomes included temporary interruption of normal device operation without alarms, injuries, or medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed that cleaning and a restart restored function, suggesting moisture-related interference with the sleep/wake control. It was concluded that the device operated as designed after removal of moisture and that no further action was required at this time.